Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump had blank display. The customer blood glucose level was 400 mg/dl at the time of incident. Customer stated the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. They also stated display returned after pump restart. Troubleshooting was performed. The device will be not returned for analysis.